Event description:
It was reported that drug efficacy did not appear to the pt, a catheter x-ray was taken and it confirmed that there was a catheter break. The break occurred at the entrance of fascial structure. A catheter removal operation was performed. Following the operation, the doctor "instructed for pt's body movement," but it took a long time for the drug efficacy to be seen. During that time the pt appeared to have involuntary movements, "such as a twisted back." The pt had gabalon in her pump at the time the event was reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).